Event description:
It was reported that the customer had a button error alarm. Customer's blood glucose level was 184 mg/dl. Customer stated that they did not hold a button down for 3 minutes or longer. Customer stated that he gets a button error once a year or every 6 months. No further details given.

Manufacturer narrative:
Findings: unit received with intermittent button response due to flattened dome switch on the up arrow, down arrow, and esc buttons. No button error alarm noted. Unit received with minor scratched lcd window and cracked reservoir tube lip.